Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to hyperglycemia on (B)(6) 2024 and was treated with IV and fluids of saline and insulin. The blood glucose level was over 450 mg/dl at the time of event and was caused by the kinked cannula. Patient went to ER.the duration of stay was 1 day and the patient was found positive for ketones. The patient was released from the hospital on (B)(6) 2024. The infusion set has been used upto 1 day and the issue has been resolved with the treatment. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 6